Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient said the urologist checked their external equipment and told them their communicator batteries were dead but pt said they just charged them they had left the communicator plugged into ac power overnight but it was dead. Worked with pt to push the button on the white side but pt said it did not power up. Pt plugged it into ac power, said the battery light was red and after pressing the button the blue light did not flash. The issue was not resolved through troubleshooting. An email was sent to the repair department. Worked with pt and to plug their handset into ac power and hold down the power button, the handset started up and worked as expected. Offered to transfer pt to the mobility team regarding the handset battery but pt declined. The patient's relevant medical history included pt said their symptoms are not improved with interstim and that issue started years ago. Pt said when they had trouble in the past with their therapy not helping and they could not find what really worked and, they would call the rep who would tell them to " try this" and they had to recharge their external equipment again. Pt mentioned speaking with the rep however made no allegations that theresa was aware of adverse events. Pt said, they've had interstim a long time and their previous batteries had died, pt mentioned they had a battery "redo". No further clarification was attempted due to the confusing nature of this call. Additional information was received from the patient on 2023-09-29. Patient called back for assistance in connecting as said received the replacement communicator and has charged it up. Reviewed general use and navigation basics. With instruction patient attempted to connect to implant after app connected to communicator however wasn't able to connect even after repositioning several times. Patient said it doesn't matter what fluids patient drinks, said now is going through pads and depends garments frequently and said with the implant did have at least a 50% improvement. Patient said that hasn't felt stimulation for several months and when asked, patient doesn't recall what the last setting was set to. Patient said that did see the pa on wednesday however they didn't connect to or check the neurostimulator.patient mentioned concern that neurostimulator battery may have depleted however was redirected to contact medtronic. [See omitted relevant information about previous batteries being dead, reported in 705847881] [see omitted relevant information about previous batteries being dead].